Manufacturer narrative:
(B)(4).

Event description:
An endurant iis stent graft system was implanted for endovascular treatment. It was reported that the patient became symptomatic about 30 days postop, resulting in hospitalization and additional surgical inter vention to resolve bilateral thrombosed iliac limbs. The patient was treated for a 6 cm right common iliac aneurysm and concurrent ectatic left common iliac. A 25-14-103 endurant iis bifurcated graft from medtronic was placed at the level of the lowest renal artery, the left limb was extended with 16-24-156 endurant ii limb to seal in the left iliac artery, preserving the left hypogastric artery. The right limb was extended with a 16-16-124 endurant ii limb to just proximal to the right hypogastric artery. Two covered stents were delivered into the right hypogastric while a 16-13-124 endurant ii limb was delivered into the distal right common iliac and extended into the proximal right external iliac. The covered stents and endurant grafts were then deployed simultaneously, using a chimney technique to seal within the 16-16-124 right common iliac limb proximally, and then in the right hypogastric and right external iliac arteries respectively. Patency of the renal, aorta, bilateral iliac and hypogastric arteries was confirmed with final arteriogram. The patient presented to an outlying community hospital with bilateral leg weakness, groin pain, and lower leg numbness. The patient arrived via ambulance at the hospital where the index procedure was performed. They were unable to walk, and had bilateral cold legs with the right more severe than the left. A cta was obtained. The left graft limb was almost completely occluded distal to the aortic bifurcation; the surgeon was able to remove the majority of the clot and restore flow to the leg. The right hypogastric remains patent but the patient has severe occlusion of the leg distal to the iliac bifurcation. A series of procedures were performed to restore flow to the leg through collateralization, but the patient remains hospitalized at the time of this report with no feeling restored to the right leg. It was noted that the issue was related to both the device and the procedure. Additional information received reported that the physician was of the opinion that bilateral leg arteria magna may have played a role in disrupting outflow distal to the graft which then caused the occlusion. It was also noted that the patient had been receiving ongoing treatment and had been hospitalized since they day they presented to the emergency room. Review of pre-implant images confirmed that the patient had a 5.9cm diameter x 8cm length right common iliac artery aneurysm, and no aaa. The abdominal aorta ranged from 18 ¿ 20mm in diameter, and was extensively calcified. The distal aortic diameter was 20mm and calcified, and both iliac arteries were calcified and moderately tortuous. The origin of the rcia measured 13mm in diameter along a 15mm length, and then expanded out to 5.9cm. The right hypogastric takeoff was near the distal end of the rcia aneurysm, measured approximately 8mm in diameter, and was calcified and tortuous. The origin of the left common iliac artery was 13mm in diameter, was seen dilated out to 28mm at mid-length, and then narrowed to 18mm just proximal to the iliac bifurcation. The right external iliac artery ranged from 10-14mm in diameter, and the left external artery diameter ranged from 12-13mm. Both externals were widely patent with little calcification. The cause of the reported events could not be determined from the films provided.

Event description:
Additional information received reported that the patient had a fasciotomy of right lower leg for compartment syndrome; was stented in the left common iliac with 10mm balloon expandable stent; had a right posterior tibial, bilateral popliteal, and a bilateral tibial peroneal thrombectomies. They had a debridement of the right lower leg. The patient was discharged to nursing and was on a wound vac for the lower right leg wound. Occlusions in both the legs have resolved and the patient had good pulse. However, they have complete right foot drop and no feeling in the right foot below the ankle.